Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "high grade capsular contracture with extracapsular rupture of smooth round silicone implants."

Event description:
Healthcare professional reported left side "high grade capsular contracture [baker grade unknown] with extracapsular rupture of smooth round silicone implants." Physician additionally reported "patient w bii" not device related, ¿patient reports resolution of generalized urticaria" and "subjective feeling of cold extremities at her first post-op visit¿ not device related. Device was explanted.